Manufacturer narrative:
Additional information: the system controller and backup battery were not returned for evaluation. The evaluation of the backup battery documentation revealed that the backup battery was manufactured in august 2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur when the backup battery reaches its expiration date. Per design, the system controller log file displayed a backup battery fault alarm. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient contacted the vad coordinator immediately after receiving a backup battery fault alarm shortly after midnight on (B)(6) 2015. The patient was anxious and was instructed to go to the clinic where the backup battery was replaced in the primary and backup system controllers. The patient was asymptomatic.